Event description:
It was alleged by an end user that she had a cerebrovascular accident (cva) secondary to hypoxemia due to her continuous positive airway pressure (CPAP) not providing the prescribed pressure for an unspecified period of time. The CPAP was not in use at the time the end user experienced her event. The end user was not prescribed supplemental oxygen for use with the CPAP at the time of the event, or since the event.

Manufacturer narrative:
The manufacturer received the device for evaluation a second time on 6/25/2014 and confirmed a failure of a different electrical component that would have caused the device to shut off during use. Data logged by the device indicates that the prescribed or set pressure of 10 centimeters was consistently delivered during hours of therapy when it was functional. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. It is not intended for life support. Based on the information available, the manufacturer concludes no further action is necessary.